Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal right coronary artery (rca) that was 100% stenosed. The patient presented with severe chest pain. Angiography showed total occlusion in the distal rca. Pre-dilatation was performed using a non-abbott balloon catheter and then a 2.5 x 15 mm xience xpedition stent was deployed at 16 atmospheres. Post-implantation, fluoroscopy showed a distal edge dissection. An unspecified xience xpedition was used to cover the dissection, ending the procedure. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.